Manufacturer narrative:
(B)(4). Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information: information regarding a defective stapling by performing a laparoscopic cholecystectomy this morning, in which we have noticed that one of the cystic artery staples had a somewhat strange shape. This staple has come out of its anchorage in the artery - without making any movements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? It was reported that photos are available. Are the photos still available to be sent? What was the appearance of the ¿strange clip?¿ please see the attachment provided. Does the surgeon routinely load each clip off the vessel? Does the surgeon inspect the jaw tips to ensure the clip is advanced in the jaws prior to placing the clip on the vessel? Were there malformed clips noted in the initial procedure? Is yes, what actions were taken to address the potential clip formation?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, reintervention due to hypovolemic shock and movement of the clip in cystic artery. Unknown as to how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: patient with cholelithiasis (elective intervention) and doubtful image of vesicular wall engrossment, in which a regulated cholecystectomy had been performed, in which also because there was a slight doubt around possible cancer in gallbladder, they decided to perform a cystic dissection, an cystic artery dissection and a cystic ganglion dissection. During the surgery no adverse event occurred, no intraabdominal drain was left and the patient went to the recovery room. Being in this unit, the patient suffered a hypotensive episode, which was recovered providing volume. Just when the patient arrived to its room, she suffered another hypotensive episode which was recovered by providing intravenous fluids. An analytic was performed and sent the patient again to the recovery room for monitorization and analytic control. After checking for anemia, they decided to re operate with laparoscopy. Solution to the problem: the patient was re operated the same afternoon of the first surgery, and they found out hemoperitoneum due to bleeding of the cystic artery in ¿jet¿ without finding the clip that was previously put (up until now, I have just put 1 clip at each side of the transection on the cystic artery and 2 clips on the external side of the cystic). I put 2 more clips and the problem was solved. The patient need to have extra blood supply. The patient had a previous respiratory comorbidity so then she overwent a postoperative pneumonia.